Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion patient experienced fever, infection, and recurrent sui. It was reported that patient underwent hernia repair in (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with vaginal hysterectomy. No additional. Information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh (1 at each surgery) were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2006.